Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that interrogation was intermittent. The measured battery data was 2.56 v, 13 ua, 6.3 kohms with an estimated longevity of 0.25 years. The device was program - med to a base rate of 60 ppm with ventricular autocapture on at 2.0 v. The device was later replaced.